Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal tip of a 5f mynx control vascular closure device (vcd) was frayed and the plug was exposed. It is stated that the mynx device was packaged like this. Another unknown mynx device was used and had successful closure. There was no reported patient injury. The device was used in a successful angiogram. The user is trained to the device. The device was stored per labeling. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the distal tip of a 5f mynx control vascular closure device (vcd) was frayed and the plug was exposed. It is stated that the mynx device was packaged like this. Another unknown mynx device was used and had successful closure. There was no reported patient injury. The device was used in a successful angiogram. The sealant sleeves were frayed. The procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device and packaging were inspected prior to use. The user is trained to the device. The device was stored per labeling. The device prepped and used according to instructions for use (IFU). The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 & 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant outer sleeve assembly was kinked/bent, and the sealant was exposed to moisture and swelled as received. It was observed that the sealant remained in the manufacturing position, not exposed along the catheter. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), and the button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was exposed to moisture and swelled, but not exposed along the catheter, and that the outer sealant sleeve assembly was kinked/bent as received. No frayed/split/torn sealant sleeve assembly was observed. A product history record (phr) review of lot f2225902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ mynx control sealant sleeves frayed/split/torn¿ was not confirmed during analysis of the returned device. However, visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported event. Investigation results showed that the sealant was exposed to moisture and swelled, but not exposed along the catheter. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported ¿ mynx control system deployment difficulty-premature/during prep¿ was not confirmed. However, visual inspection results showed that the sealant outer sleeve assembly was kinked/bent, which may have contributed to the reported incident. According to the instructions for use which is not intended as a mitigation of risk, neither the phr review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.